Event description:
This non-diabetic, male patient was admitted for coronary angiography which revealed a lesion in the mid left anterior descending artery (lad). An unk cypher select plus stent was deployed in the target site. Following deployment, flow through the vessel became slower and a thrombus was expected (no re-flow phenomenon). The patient was treated immediately with nitro-glycerine and heparin. No additional patient, vessel, or procedural details are available at this time.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.